Event description:
On an unk date, the consumer reported that the needle broke and went to the emergency room and received an x-ray to identify where the needle was. The needle was not identified and possibly fell on the floor. No further info is available.

Manufacturer narrative:
The consumer declined to give any contact info. No product has been received to date, if product is returned, analysis will be conducted.